Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR.: f/g,promus element plus,mr,ous 2.50 x 20 mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent found stent damage. Damage was noted to the middle and proximal portions of the stent. The proximal end of stent was stretched proximally past the proximal marker band. Crimp markings were evident on the exposed balloon wall indicating correct positioning and crimping of the stent prior to the complaint incident. The crimped stent od (outer diameter) of the undamaged portion of the stent was measured and is within the maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the hypotube. A visual and tactile examination of the shaft polymer extrusion found no issues. The bi-component bond showed no signs of damage or strain. A visual and microscopic examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 31-jan-2017. It was reported that crossing difficulties were encountered. The target lesion was located in the mid left circumflex (lcx) artery. Following predilation, a 2.50 x 20 mm promus element¿ plus stent was advanced but failed to cross the lesion. The procedure was completed with a different device. However, returned device analysis revealed a stent damage.